Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety cover of bd venflon¿ pro safety shielded IV catheter did not deployed during use

Event description:
It was reported that the safety cover of bd venflon¿ pro safety shielded IV catheter did not deployed during use.

Manufacturer narrative:
Investigation summary: a review of the device history record revealed no irregularities during the manufacture of the reported lot. 1 used sample (batch #8173474) was returned for investigation. The returned used sample shows the needle safety mechanism was not fully activated and the needle is exposed and not contain within the needle cap. As the actual sample is a used sample, the sample was sent for decontamination before investigation. Manual activation was performed on the used sample, no abnormality observed after activation. The needle is able to be contain within the safety mechanism. The needle cap was removed to measure the needle hole dimension. The dimension is within the acceptance criteria and there is no possibility of needle being stuck in the needle hole channel that could cause incomplete activation. The non-conformance cannot be determine as the used sample passed the acceptance criteria. Complaint trend would be monitored.